Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6: patient code: 3191: fractured piece of actual sample was in patient; however, it was removed the actual device was received for evaluation. Visual inspection revealed that the distal section of the shaft had been fractured at approximately 22mm from the distal end of the device. The total length was found to meet manufacturer specifications. It is most likely that there is no missing portion of the device. Magnifying and electron microscopic inspections of the fracture revealed that the urethane layer had become distorted and ripped off, with the generation of some creases on the urethane outer layer around the fracture end and with the exposure of the core wire at the fracture end. The outside diameter was measured on the undamaged urethane-layered section and was confirmed to meet manufacturer specifications. The urethane outer layer was dissolved and removed. Electron microscopic inspection of the fracture end of the core wire found that a dimple pattern (concave and convex pattern) had been generated on the surface of the fracture cross-section with the fracture cross-section being in the flat shape. The outside diameter was measured on the undamaged section of the core wire and was confirmed to meet manufacturer specifications. Reproductive testing was performed. The actual sample was subjected to repetitive 90-degree bending forces till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. This state was found to be very similar to that of the actual device. The sample was subjected to a look force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been flexed. This state was found to be different from that of the actual device. The sample was subjected to a horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the diameter of the core wire had been diminished to the end. This state was found to be different from that of the actual device. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. The IFU states: if any resistance is felt or if the tip's behavior /location seems improper, stop manipulating the guide wire and determine the cause by fluoroscopy and/or endoscopy. Continuing to manipulate or rotate the guide wire m non-vascular or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, or perforation or trauma of the lining or associated tissues, channels or ducts. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m non-vascular. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that during manipulation of the actual device in the vessel, the actual device was subjected to repetitive bending forces, where metallic fatigue occurred, resulting in the fracture of the core wire. Due to subsequent force, the urethane outer layer became distorted and ripped off. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the radifocus guidewire m was used during a ercp procedure. During manipulation of the actual sample in the vessel, the doctor would sometimes feel relatively high resistance; however, he continued the procedure. When the procedure was completed and the actual sample was withdrawn from the patient, he found that the distal section of the actual sample had been fractured. The fractured piece was removed from the patient with the use of biopsy forceps. The patient was reported to have recovered from the serious injury.